Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. As the issue could be intermittent, the motor end stage and motor control boards were replaced as a precautionary measure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced boards have been requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 mast roller pump displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
The replaced motor control and motor end stage boards were returned to livanova (B)(4) for further investigation. Evaluation of the returned devices was unable to confirm the reported issue. Both boards were connected to the s5 test bench and extensively tested. The devices powered up as expected and no issues were found with the settings. Various alarms were tested without issue and all voltages were within specification. The devices were also tested within a climate chamber and a long-term test run was conducted with no faults. The device worked according the specification throughout all testing conducted. As the issue could not be reproduced, a root cause was not identified.